Event description:
Medtronic received information that approximately ten months following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was congestive heart failure. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed. Additional information was received indicating that, during the valve implant procedure, the valve was recaptured twice for an unspecified reason. At six month follow-up, trace central regurgitation and trace paravalvular leak (pvl) were noted. Additional information was received indicating that the valve was recaptured twice in order to adjust the depth of the valve. Additional information was received that approximately ten months following the implant of this transcatheter bioprosthetic valve, the patient was treated for worsening heart failure. The patient's medication was adjusted and the patient's condition showed a tendency of improvement. However, the patient died. Additional information was received that it was unknown if the valve or implant procedure contributed to the patient's death.

Manufacturer narrative:
Concomitant products product ID enveor-l; product lot number 0009248080; product type: delivery catheter system; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.